Manufacturer narrative:
Summary of event: as reported via a retrospective pmcf study, during retrieval of an unknown object, a cloversnare 4-loop vascular retriever became entrapped. Retrieval of the unknown object had not previously been attempted, and it is unknown how long the object had been in the patient. The unknown object was successfully manipulated/retrieved endovascularly. An additional cook retrieval set was not needed. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation evaluation: reviews of the instructions for use (IFU) and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation. The device history record (DHR) could not be reviewed, as the lot number was not provided to cook. A search of sales/shipments was performed but could not definitively determine the lot number. Therefore, it is unknown if there were any non-conformances or additional complaints on the lot. The product IFU states ¿excessive force should not be used to manipulate or retrieve foreign objects.¿ the information provided upon review of the dmr and IFU suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the information provided and the results of the investigation, cook has concluded that a component failure contributed to this incident, as the exact conditions experienced during the event cannot be duplicated. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported via a retrospective pmcf study, during retrieval of an unknown object, a cloversnare 4-loop vascular retriever became entrapped. Retrieval of the unknown object had not previously been attempted, and it is unknown how long the object had been in the patient. The unknown object was successfully manipulated/retrieved endovascularly. An additional cook retrieval set was not needed. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.